Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been waking up with extremely high blood sugars. No specific values were provided, and additional information was provided.